Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a micro-volume extension set disconnected from a vascular device during infusion of intralipids. The incident occurred overnight when the patient was sleeping. The nurse found the extension set on the floor. The set was attached to a non-baxter syringe and a triple adapter. There was no report of patient injury or medical intervention associated with this event. No additional information was available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.